Manufacturer narrative:
Investigation description. The device was received with the screen no longer adhered to the housing. Rtv sealant was found to have separated cleanly to only side of the bonding interface. This implies that primer was likely not applied at the time of manufacturing.

Event description:
It was reported that the user dropped the ilet pump, after which the display screen delaminated from the pump body and the screen would not power on, rendering the device nonfunctional. Symptoms included no reported adverse clinical effects. Outcomes included the user discontinuing pump therapy and using multiple daily injections, with continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and instructions to shut down the device, confirmation that data would not transfer to a replacement, and arrangements for return of the device for evaluation. Investigation of this case revealed a mechanical and display assembly failure consistent with physical damage from impact, affecting the pump housing and display interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.